Event description:
During an unknown procedure, the surgeon found the device was difficult to be fired. After firing found 9 staples were not formed completely. Then he changed to use another al326, and finished or. Extended or time 2 hours. There was no pt consequence.